Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/02/2025. An investigation was conducted on 09/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaw tips were observed to be peeled, exposing the tips of both the cold and hot jaw. The cold jaw was observed to be bent upwards. There were no other visual defects observed. An electrical evaluation was not conducted due to the condition of the heater wire as well as the bent jaw. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "peeled; delaminated; jaw" were confirmed, as well as the analyzed failure "material twisted/ bent jaw" was observed. The lot # 3000492760 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 cautery tip separated from the device. The silicone was lifted. A new device was used to complete the procedure. There was no procedural delay. There were no effects to the patient.